Manufacturer narrative:
A field engineer visited the site and found the probe bent. The customer noted that the caps were left on the reagents, causing the probe to bend. The probe was replaced and adjusted. The analyzer was tested to ensure error codes were being generated for out of spec situation. The analyzer performed as expected.

Event description:
A customer observed a leaking bent probe in the ortho provue analyzer. The customer also questioned the lack of error codes. Leaking could cause carry over of reagents and subsequent erroneous results. There was no report of pt harm as a result of this event.